Manufacturer narrative:
The lot specific to this event is not known; therefore, lot history and device history record reviews are not possible. The customer did not retain a sample for this complaint report; therefore, visual inspection and functional testing could not be performed. The file will be processed for closure and opened at a later date if a sample is returned. A root cause of this customer's complaint cannot be determined as a sample was not returned for investigation. An action has been opened to determine root cause and implement appropriate corrective actions for complaints of this nature. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that the suction was not working as in previous cases. No patient harm reported. Additional information has been request.